Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a company representative regarding a patient receiving fentanyl 500 mcg/ml at 95.21 mcg/day and clonidine 550 mcg/ml at 104.73 mcg/day and bupivacaine 35 mg/dl at 6.66 mg/day via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 the healthcare provider reported a code on the ptm (personal therapy manger). The code was 8476 (motor stall). A motor stall was seen at initial interrogation. The patient did not recently have an MRI. The motor stall was active. Per the reporter, the patient last used the ptm (personal therapy manger) last evening and later noticed the code for the motor stall on the ptm. The healthcare provider stated that the patient did not say if the pump was alarming. The patient¿s pain had significantly increased since they saw the error code. The healthcare provider stated that a pump replacement was already scheduled for thursday this week. No further complications were reported regarding the event.